Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant downstream occlusion alarm, caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion alarm I the sterile processing area. It was lso reported that there was no pt injury.